Manufacturer narrative:
Date of event is estimated. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 3006705815-2023-00997, 3006705815-2023-00999, 1627487-2023-00736, 1627487-2023-00737. It was reported the patient experienced an infection at the ipg and lead sites. Surgical intervention took place wherein the system was explanted. Patient was prescribed oral antibiotics and the infection has resolved.